Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): defect confirmed [x] defect not confirmed due to no return of physical sample.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the nurse got the tubing ready with 22ml of magnesium sulfate solution (that's 10ml for 2g mixed into 50ml of normal saline plus an 8ml overfill, totaling 68ml). Then, she set up the bbraun pump for her colleague using the "magnesium sulfate 2g/68ml" setting, which was supposed to run over 2 hours. The infusion actually wrapped up in about 1 hour and 20 to 1 hour and 30 minutes.